Event description:
It was reported that the bolus or charging connector is damaged. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lens, damaged ac connector, damaged remote dose connector, and damaged battery compartment. Error code 44510 was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determine that the damaged ac connector was the root cause and was replaced. Additionally, the dso seal, lens, and pwa were all replaced also. The service history review identified no indication that the complaint was related to a service of the device within the review period.